Manufacturer narrative:
The initial report and or supplemental report had the incorrect aware date. The correct aware date is (B)(4) 2018.

Event description:
The initial report and or supplemental report had the incorrect aware date. The correct aware date is (B)(4) 2018.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor was broken in the abdomen. The customer¿s blood glucose was unknown at the time of the incident. The sensor will not be returned for analysis.